Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. Visual inspection was performed with both the unaided eye and using 12x magnification. Results revealed the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. There were no product deficiencies identified. Central thickness was measured and the result meets specification. Investigation of the return sample does not show any anomalies. The complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number have been received to date. Based on the manufacturing record review and returned device analysis, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zkb00, was performed because the patient did not like the outcome and due to a change of lens power. No additional information was provided.